Manufacturer narrative:
The insulin pump had arrow buttons that did not respond due to a flattened button dome switch. Unable to verify the rewind anomaly due to no button response. No frozen screen noted. The motor passed the motor test. The device had cracked display window corners, cracked battery tube threads, cracked belt clip slot, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and keypad anomaly. The blood glucose at the time of the incident was 182 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.